Event description:
Customer reported a leak just below the drip chamber. Only "regular IV fluids" were being infused at the time of the event. There was no report of pt harm or medical intervention. Customer stated that no further pt or event information was available.

Manufacturer narrative:
(B)(4). The customer's report of a leaking set was confirmed. Leaking was observed at the pvc tubing to drip chamber outlet port engagement during functional testing. The drip chamber and tubing engagement were inspected under microscope. The engagement showed evidence of insufficient solvent. The toot cause of the leak was identified as insufficient solvent application during the manufacturing process.